Event description:
It was reported that the patient came to the emergency room over the weekend. The patient's right atrial (ra) lead has recorded high thresholds with decreased sensing and loss of capture. The right ventricular (rv) lead has recorded high impedance resulting in a polarity switch and loss of capture in unipolar pacing. The rv lead is suspected to be dislodged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2011. (B)(4).